Manufacturer narrative:
Analysis found that the torque wrench fractured while untightening the atrial and ventricular setscrews. The wrench hex tip twisted and the metal shaft fractured due to an above normal force required to untighten the setscrews that was above the design limits of the torque wrench. Analysis performed using scanning electron microscope to confirm the foreign material found to be epoxy in both a- and v-connector block threads, which caused the setscrews to be stuck or require abnormal force to untighten. When the setscrews were tightened in the field the epoxy in the threads resulted in the setscrews being locked in place. The attempt to untighten the setscrews fractured the wrench.

Event description:
During procedure, the connector screws for the atrial and ventricular leads could not be attached due to problems with the hex wrench. Another device was implanted successfully and the patient was in stable condition.